Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched up and was difficult to view the number. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned that the screen was like that for three months. The customer also reported that the insulin pump had starches but not like actual scratches but looked like something was rubbing on the screen. The customer also reported that the meter was not connecting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Insulin pump received with scratched lcd window and case. Scratches impede visibility of screen. (B)(4).